Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion test, prime, excessive no delivery test, and occlusion test. The motor was tested outside of the insulin pump and passed. No motor error alarm noted. The insulin pump monitored for several days and no blank display noted. The insulin pump passed all operating currents tested with in the specification range and passed off no power test. The insulin pump received with cracked reservoir tube lip noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 4 mmol/l. The customer stated that no buttons are responding at all. The customer stated that the device was rained on and got damp. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.